Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer over corrected for a low blood glucose (bg) level of 75 mg/dl. Reportedly, the customer consumed 30 grams of carbohydrates but did not deliver the recommended bolus amount, resulting in a bg level of 320 mg/dl. A bolus and manual injections was administered to address bg level.